Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump experienced an auto off right after bolus. Auto off settings was set for twenty four hours but it went off inappropriately. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The auto off alarm feature was monitored for twenty four hours; the auto off alarm functioned properly. The insulin pump has cracked case at the display window corner.